Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Rep reported patient had a total right knee revision due to pain. Surgeon did an exchange of the liner. Patient packet is being sent.

Manufacturer narrative:
An event regarding instability involving an unknown triathlon insert component was reported. The event was confirmed via medical records. Method & results: device evaluation and results: not performed as product was not returned for evaluation. Medical records received and evaluation:the bearing was exchanged for a 19-mm ps bearing. Records confirm instability was present of the medial collateral ligament of the right knee for a long time with complaints dating back to 2011, at 2-years post implantation, when revision was already under consideration due to complaints. More in general, early revision due to instability is virtually always caused by an adverse mix of patient-related factors (ligament pathology either present prior to arthroplasty or acquired after arthroplasty) plus procedure-related factors as caused by mismatch in component size and/or position relative to the ligament constraints of the knee as determined by the native anatomy. Because soft tissue structures are not visible on x-ray, knee instability need not always be accompanied by abnormal x-ray findings, not available for this patient. Device history review: not performed as lot information was not provided. Complaint history review: not performed as lot information was not provided. Conclusions: the reported event relates to instability whereby the insert was revised. Review of the medical records provided indicated that the instability is caused by an adverse mix of patient-related factors (ligament pathology either present prior to arthroplasty or acquired after arthroplasty, weight and/or high activity level) plus procedure-related factors as caused by mismatch in component size and/or position relative to the ligament constraints of the knee as determined by the native anatomy. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Rep reported patient had a total right knee revision due to pain. Surgeon did an exchange of the liner. Patient packet is being sent.